Manufacturer narrative:
Examination of the returned devices confirms the report. A search of the complaint database found no other reports against the pinnacle sector ii cup 54mm. Based on the inability to find any other related incidents against the provided product and lot code it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A search of the complaint database found other reports for the duraloc curved cup impactor. The provided date code for the instrument is a0800 indicating the instrument was manufactured in august of 2000. Cross-threading or damaged threads have been identified as contributing factors in previous reports. Based on the age and condition of the returned devices the root cause can be contributed to age and misuse. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pinnacle cup component was threaded onto the offset wooden cup impactor. Once threaded on the cup would not disengage intraoperatively, causing a delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.